Event description:
I have used fixodent and other denture products since 1988. I have been having problems with the numbness/tingling for long time at least 10 yrs or more. Neuropathy was diagnosed. Headache, roof of mouth and throat always sore. I require continued medical care. Continuous burning from toes to hip numbness, aching pain so severe. I cry myself to sleep many nights. I also take b-12 shots but nothing seems to help. I have been taking meds to try and control pain and numbness, body aches every day. Sometimes so badly. Motor functions are slow, swelling of feet and hands, back. In constant pain. I don't know how any one who hurts this way can make it through daily activities. Dose or amount: denture cream; frequency: 2 or 3xs daily; route: oral. Dates of use: 1988 - 2009. Diagnosis or reason for use: denture adhesive cream. Event abated after use stopped or dose reduced? No.